Manufacturer narrative:
The patient reviewed the pump history and confirmed that the daily insulin delivery totals were correct. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reports having episodes of hypoglycemia (29 mg/dl) in the morning between 5 am and 7 am. He had treated the low blood glucose levels with juice and candy.